Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the report of gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). It was reported that the device operated as expected. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13nov2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020. It was reported that gastrointestinal bleeding (gib) was confirmed via occult stool. Patient was initially dizzy, however this was resolved after transfusion and the patient was stable. Patient has a history of gib prior to left ventricular assist device (lvad) implant. Esophagogastroduodenoscopy (egd) and colonoscopy with old blood, but no active bleeding or apparent etiology. There was no evidence of significant pathology in the entire examined duodenum. Diffuse mild inflammation characterized by granularity was found in the gastric antrum. Biopsies were taken with a cold forceps for histology. The exam of the stomach was otherwise normal. The z-line was regular and was found 40 cm from the incisors. The examined esophagus was normal. Video capsule was placed successfully in the duodenum using roth net. Impression: normal examined duodenum. Gastritis. Biopsied. Z-line regular, 40 cm from the incisors. Normal esophagus. Patient given 2 units of packed red blood cells (prbc), patient hemoglobin (hgb) was stable. Patient was on warfarin and plavix was held. Patient underwent capsule study on (B)(6) 2020 and no active bleeding was found and few suspected very small arteriovenous malformation (avms) found. It was reported that the device operated as expected and the patient was discharged on (B)(6) 2021.

Event description:
It was reported that the patient had lung carcinoma which was not a pump-related complication. The patient was off warfarin for some time. The patient had a history of transient ischemic attacks (tia), bleeding, and hemoptysis related to cancer. No other information was provided as the complications occurred prior to the patient's history with his current hospital. Patient experienced ongoing gastrointestinal bleeds since pump implant. The patient's current hospital had no further information regarding history of gastrointestinal bleeds.